Event description:
A 28mm x 16mm diameter x 16.5cm length aneurx bifurcated stent graft was inserted for the endovascular treatment of an infrarenal abdominal aortic aneurysm in a patient with a short angulated aortic neck in 2001. The patient's abdominal aortic aneurysm extended into the left common iliac artery bifurcation. It was reported that the patient underwent successful left hypogastric coil embolization the day prior to endovascular repair. The patient was prepped accordingly and the common femoral arteries were accessed bilaterally via surgical cutdown. On the right side, a 22 french sheath was inserted. On the left, a 7 french cordis bright-tip sheath was placed to monitor deployment of the stent graft. Due to the patient's short angulated aortic neck, an aortic cuff measuring 24mm in diameter was first deployed immediately below the level of the renal artery. The cuff was then dilated with a 22mm angioplasty balloon catheter. The 28mm diameter x 16.5cm length bifurcated stent graft was then deployed within the aortic cuff. The physician attempted to deploy the stent graft directly below the level of the left renal artery. The stent graft was partially deployed and the runners were left in place after recapturing the left iliac gate. A 15mm diameter x 11.5cm length iliac stent graft was placed via a 16 french sheath. It was reported that there was a lot of tension on deployment of the stent graft and the outer sheath broke after 2 to 3 cranks on the handle. The stent graft was not deployed or exposed. The device was removed from the patient and another iliac stent graft was successfully deployed using the same deployment handle. A short iliac stent graft as well as an iliac extension stent graft was necessary to completely gain access into the proximal iliac artery. Following these maneuvers, the runners of the bifurcated stent graft were then deployed. The first angiogram showed a type I endoleak at the level of the proximal attachment site, requiring two additional 28mm aortic cuffs in order to completely seal the leak. The physician reported that there was partial coverage of the left renal artery, although brisk flow was noted. The stent graft was then dilated by means of bilateral balloon angioplasty measuring 14mm in diameter. Following aortic cuff placement and balloon angioplasty, there was no evidence of a type I endoleak; however, there was evidence of a small type ii endoleak arising from the inferior mesenteric artery. The physician reports successful endovascular repair. Medtronic ave received the device on september 6, 2001 and is pending investigation. No information is available regarding the type ii endoleak. No additional clinical sequelae were reported and the patient is fine.